Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized with diabetic ketoacidosis on (B)(6) 2015. The customer stated that she had a gallbladder infection and pneumonia and started feeling sick on (B)(6) 2015. She experienced vomiting and difficulty breathing. Blood glucose value is unknown. The customer declined troubleshooting and requested the insulin pump to be replaced. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.